Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they needed to have the device removed to have an MRI and thought the implanted neurostimulator (ins) was dead. They had no information as to what cause the device being dead; they just noted that, at one point, the patient went to use the device and it was not working. They had an appointment with a hcp scheduled for (B)(6) 2017 and would check the device with a manufacturer representative (rep) as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for gastrointestinal/ pelvic floor. It was reported that the caller was the patient¿s wife. Caller said that the patient¿s health care professional (hcp) had retired. Caller wanted to reach a medtronic rep because the patient¿s battery was dead and patient needed it taken out so they could have a MRI for pain. Patient received a list of local doctors. Caller said the patient¿s device never gave them a problem, and they never had pain until they did a trial for an implant for circulation in their legs that the patient never wanted but the doctor suggested. Caller said the leads for the temporary touched/got on the stimulator that was already in there and caused nerve damage. The temporary had to be immediately taken out because patient was walking on crutches and in a wheelchair. Caller said the temporary was not a medtronic device, it was another company. Caller said that was why they need the MRI. There were no further complications reported.